Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23mm transcatheter bioprosthetic valve, upon final release at a depth of 3mm, the valve dislodged in the sinus of valsalva (sov). The valve was snared into the ascending aorta. Subsequently, a 26mm valve was successfully implanted. Per the physician, the dislodgement likely occurred due to a sizing issue. No additional adverse patient effects were reported.